Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a burn-like skin irritation on her back under the left therapy electrode pad. Additionally, the patient reported a red rash under the front therapy electrode. The patient's caregiver who is a nurse applied lotion to the irritations. Follow-up indicated that both skin irritations were improving.